Event description:
The patient had breathing problems initially and was provided surfactant and intubated. The patient was later extubated, weaned, and then ventilated using a nasal prong and a CPAP of 3 cmh20 at a fio2 of 5o%. The CPAP was later increased to 5 cmh20. The patient was reported to have developed a pneumothorax while in CPAP mode. The patient was placed into an oxygen tent and later recovered from the pneumothorax.